Event description:
It was reported by the customer that a bd pyxis¿ medbank tower transaction review showed a rejected registered pharmacist verify request, a missing transaction, and a resulting discrepancy. The customer reports that they were able to issue the med that same day despite it appearing rejected. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident it was determined that the system transaction review showed a rejected registered pharmacist verify request, a missing transaction, and a resulting discrepancy. The technical support specialist upgraded the cabinet to the latest software version, which included guardrails to prevent missing transactions caused by user timeouts, to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.